Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer indicated via phone call that they had high and low blood glucose and sensor glucose discrepancies as well as calibration errors. Customer indicated that they had a sensor glucose level of 39 mg/dl and a blood glucose of 100 mg/dl and later on in the day, the blood glucose went to 180 mg/dl. Customer does not recall any significant events leading to the range discrepancy. Troubleshooting informed customer that insertion and site location may impact sensor performance and assisted customer in calibrating. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Also performed bicarbonate buffer test, and the sensor failed with low readings.